Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered a manual injection in addition to receiving basal insulin which resulted in low blood glucose (bg) level of 53mg/dl. The customer consumed carbohydrates to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.